Event description:
It was reported that two er320's were used during an unk procedure. It was reported by the affiliate that the clips of er320 can not be formed and also can't be driven out of the clip applier.